Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
Subsequent to the initial report, the following information was received: the absolute pro ll was advanced on a command 18 guide wire. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported partial deployment and handle separation was confirmed. The reported mechanical jam of the thumbwheel was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the absolute pro ll peripheral self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the IFU states: ¿use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ in this event, use of an 0.018¿ likely contributed to the difficulties encountered during use. The investigation determined that the reported difficulties were likely the result of using an undersized guidewire with the absolute pro ll device. It is likely that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath. The reported stretching of the stent likely occurred during the difficulty attempting to deploy the stent. The additional therapy/non-surgical treatment was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the superficial femoral artery (sfa). A 5.0x150mm absolute pro ll self-expanding stent system (sess) was advanced to the lesion; however, during deployment, the thumb wheel locked up; therefore, the stent could not be completely deployed. The physician disassembled the handle and was able to release the stent completely; however, the stent was stretched. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.